Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue. Complaint is confirmed because nurse reported spikes were not pushed in far enough to create a fluid circuit and prime fluid could go into the drain bags, which is a use error. Batch review results were acceptable for the lot number h11j07010. The label review found the patient at home guide to be adequate for the use error in this incident.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm; which occurred on the homechoice (hc) during prime. The registered nurse (rn) stated they had changed out the cassettes but not the bags. The tsr explained set up was possibly compromised. The rn understood. The frangibles were broken and the lumen was opened. The rn moved the clamps. They were using a y manifold and two drain bags. The rn pushed spikes into manifold and resumed prime. The rn stated spikes were not pushed in far enough and then had prime fluid going into the drain bags. The prime resumed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2012 the regarding reported problem. The pd rn stated that the nurse did change out the cassettes but not the bags. The pd rn stated that they were able to continue with therapy with this setup so the nurse did not change out the supplies. The pd rn stated the alarm was due to a drain manifold, lot number h11j07010. The pd rn stated they do not have samples available for evaluation. They do not have the lot number of the cassettes. The pd rn stated they will talk to the other nurse regarding the compromise of setup when they reused the same supplies. The pd rn stated that the patient finished therapy without further problems, and did not need medical attention due to therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. However, th lot number is known. Since the lot number is known a batch review will be performed. A follow-up MDR will be submitted if additional information was obtained.